Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto w/ht hum device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During evaluation, the third-party service center visually inspected the device and identified visible foam degradation. The device error log recorded a single occurrence of error code e051 (err_corrupt_compliance_log), which was not determined to be related to the foam degradation. Additional findings included dust contamination. Following completion of the evaluation, the device was scrapped by the service center.